Event description:
There have been several problems with the device. Two recent incidents are of major concern. On 6/10, two pts were intubated, tube position confirmed by auscultating air movement in back lung fields; however due to failure of co2 detector on bag to change color, pts were extubated and reintubated unnecessarily as bag indicator still did not change color. Rptr repeatedly finds the et tube adaptor on bag is extremely difficult to keep attached to the bag or et tube or mask.